Manufacturer narrative:
UDI: (B)(4). Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sales rep reported they noticed a piece of the distal tip of the customer's penetrating grasper was broke causing the jaws to not open and close properly. They noticed this while setting up for the procedure. The surgeon used another like device to complete the procedure with no patient consequences or delays. The device did not break during the procedure. The device was already discarded by the customer. No further information could be provided.